Manufacturer narrative:
Findings: pump was received with unresponsive buttons due to corroded keypad traces. Unit had cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at display window corner. No physical damage to battery cap noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is crack in case and crack is seen on battery cap. Customer doesn't how the damage happened. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.